Event description:
According to the reporter: occurred during a thoracoscopic lobectomy procedure. The stapling device was being used for cutting the lobe. After firing, only half of the staples deployed. There was poor staple formation. The staple clip is stitched in half and the second half is not stitched. The staple line was incomplete at the distal end. In order to resolve the issue and complete the case, replaced with another stapler. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Additional info:section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Analysis concluded there were no assembly component related failures. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.